Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that (B)(6) 2007 patient underwent an MRI of lumbar spine without contrast. Impression: l4-5 midline disc protrusion. On (B)(6) 2007 patient underwent a MRI of lumbar spine without contrast. Impression: unchanged l4-5 midline to left parasagittal disc protrusion. No interval change. On (B)(6) 2007 patient underwent chest pa and lateral. Impression: no acute process, rhs/psf. On (B)(6) 2008 patient presented with rt. Leg sciatica, numbness. His MRI scan revels a very large disc herniation with what appear to be modic changes. Impression: patient had an l4-l5 disc herniation with early and mild degenerative spondylolisthesis at l4-l5, indicating instability. On (B)(6) 2008 patient underwent the following surgeries: right l4-l5 hemi gill procedure, right l4-l5 t-lift, l4-l5 posterior lumbar fusion, l4-l5 right insertion of interfix cage, l4-l5 spire plate, microdissection, infuse to treat the pre-op diagnosis : l4-l5 lumbar disc herniation with instability secondary to grade I spondylolisthesis. Op notes: the surgeon used a 14 mm hemi retractor, placed a 12 mm distractor on a 14 mm drill tube guide, tamped it in position, and put the drill tube guide over it. Then they removed the drill tube guide and carefully inserted the series of drills. Then they inserted the drill tube guide and inserted infuse into a 14 mm x 20 implant and screwed it into position. We obtained x-rays at this point and then proceeded to the posterior fusion. The area had been bilaterally dissected l4-5. Then they removed the proceeded to the posterior fusion. Then area had been bilaterally dissected l4-5. We removed the interspinous ligament with leksell rongeur, then inserted a plate and clamped it down. Then they completed the fusion after clamping and locking plate by placing rhbmp-2 plus bone dust within the area of posterior spinal fusion. Then they placed some over the left sided facet joint. The patient tolerated the procedure well and awoke immediately in the recovery room. Patient alleges unspecified injury due to the use of rhbmp-2.